Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The results of the investigation are inconclusive as the device was not returned for evaluation.

Event description:
It was reported during the procedure, when inserting the locking cortical screw, the locking cortical screw didn't fully seat into the plate, and a piece of metal emerged from the screw. There were no adverse consequences to the patient, and there was no delay in surgery. This report is related to report number 3025141-2022-00344 for the screw involved in this event.